Event description:
Our office in the (B)(6) reported a female patient experienced an ocular burning sensation after using oxysept 1 step disinfecting solution and oxysept 1 step neutralizing tablets. She indicated she used the products per the directions for use, inserted her lenses and experienced the burning sensation. She irrigated her eyes with saline and sought treatment at an emergency room. She later related that her diagnosis was a corneal burn. She had 3 follow up visits to monitor her eyes. She was treated with unspecified antibiotics, antinflammatories and artificial tears; fourteen days later she indicated she was '80% better'. Follow up with her health care professional has been requested but not received. See companion MDR (B)(4) for oxsept 1 step disinfecting solution.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Manufacturer of reported device performed chemistry evaluations of the actual product used by the consumer; all results were within specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. The root cause has not been established. All pertinent information available to amo has been submitted.